Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No button error alarm noted during testing. Analysis was unable to verify for weak battery alarm due to no act button response. The was pump received with scratched lcd window, cracked reservoir tube lip and cracked pump beltclip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.